Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements. Additional information was received and indicated that during a generator change, it was observed under fluoroscopy that the lead tip of this lv lead had moved back near the coronary sinus. The physician decided to place a new lead as this lead had scarred in and was not repositionable. This lead was surgically abandoned. No additional adverse patient effects were reported.